Event description:
The pt reportedly experienced intermittencies and pain with stimulation. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. The pt's device was explanted.